Event description:
It was reported during a ptca/stent procedure that three stents were successfully placed in a right coronary artery and the pt left the cath lab. The pt returned to the cath lab later in the day experiencing chest pain. Following placement of two add'l stents, it was noted the pt had st elevation, nausea and had increased chest pains. There was spasming noted throughout the artery, so intracoronary nitroglycerine was administered. Phenergan and morphine were also administered during the procedure. The pt was sent for bypass surgery. No add'l info was available.